Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the esophagus during a balloon dilation procedure to treat esophageal stenosis performed on (B)(6) 2025. During the procedure, the balloon ruptured when it was pressurized up to 7 atm. The procedure was completed with a second cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4 (model number) has been corrected. Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Block h11: investigation results the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual inspection found that the balloon was longitudinally torn. Microscopic inspection confirmed the balloon longitudinal tear. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The results of the analysis performed on the returned device found that the balloon had a longitudinal tear. It is possible that the longitudinally torn found in the balloon occurred due to procedural factors such as excess of pressure or interaction with other devices. Also, it is possible that interaction with a sharp surface during/previous the procedure, could have caused the failure found on the balloon. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the esophagus during a balloon dilation procedure to treat esophageal stenosis performed on (B)(6) 2025. During the procedure, the balloon ruptured when it was pressurized up to 7 atm. The procedure was completed with a second cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.